Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1 while the patient was connected. The home patient (hp) stated that he changed out the cassette and the alarm reoccurred. The technical service representative (tsr) advised the hp to start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2012. She stated that nothing unusual was noted about the supplies. There were no samples available and she did not know the lot number. The patient had not spoken with his nurse about swapping out a partial set up. Bps reviewed proper procedures and the contamination risk. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.